Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina, ischemia and restenosis, as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures as potential no-fault procedural complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Onset of adverse event: approximately 4 years after the procedure. It was reported via trial that on (B)(6) 2006, the patient underwent stenting in the ramus artery with one xience v stent. On (B)(6) 2010, the patient had an angiogram that found triple vessel disease. On (B)(6) 2010, the patient experienced angina and ischemia requiring a coronary artery bypass graft surgery in the target vessel, the left main coronary artery, the first left diagonal artery, in the mid left anterior descending artery, in the right posterior descending artery, and in the right posterio-lateral artery. The patient's condition resolved on (B)(6) 2010. There was no additional information provided.